Manufacturer narrative:
¿The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.¿ ¿further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.¿ a review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side "pain" and "minimum peri-prosthetic liquid slides, which may correspond to discrete residual laminar seromas". The device remains implanted.